Event description:
It was reported that the pump screen was glitching and eventually turned a solid gray color, affecting the customer's ability to interact with the pump. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alterative method of insulin therapy.